Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ventricle output connector is broken and the ring is missing. Analysis also found upper case, lower case, two side bail covers, and ring cover are broken. Battery release, battery drawer, and battery flex are contaminated. Battery contacts compressed.

Event description:
It was reported the 3 pin connector on the ventricular side is broken. It was also reported the top ring on back of device is missing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.